Event description:
When using internal defibrillator to restart the heart during open heart surgery, was unable to get the fire button to depress. Anotehr set of cables were obtained and defib completed.